Manufacturer narrative:
Investigation results: won hose,tubing, kink/pinch/twist kink in water supply hose. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Qa-tl. Could not duplicate the complaints insert/machine getting hot or randomly water going everywhere. There was a bad kink on the end of the water hose where it gets inserted into the unit. The kink would have been restricting water to get to the handpiece which would cause the handpiece/insert to get hot. Make sure only 30k dentsply sirona inserts are being used with this unit, cheaper inserts can cause issues with the unit.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310 , they allege that the unit and the insert get extremely hot. No injury was reported from the alleged event.